Event description:
During a follow-up, high threshold and low pacing impedance were observed. The patient is due for a revision in (B)(6) 2011.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.